Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. It was reported that if administering an insulin bolus via the infusion device, the insulin pump jumps automatically on a lower amount. For example, if 0.9 i.u. Is administered, then the infusion device stores 0.7 i.u. This happens before the infusion device is delivering the insulin bolus.